Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a button alarm. Customer stated there is nothing pressing up against the button to trigger the button alarm. Reportedly, the button appears to be stuck down at an angle. The right side of the button appears to be higher than the left side. Customer's blood glucose level was not impacted. It was indicated that the customer has back up injections for continued insulin therapy.